Event description:
It was reported that the customer had a crack in the case of the insulin pump. Customer stated that the drive support cap appears to be damaged. Customer's blood glucose was 70 mg/dl. Customer does not know what happened. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing drive support sticker. The drive support disk was inspected and no anomaly was noted.